Event description:
It was reported that the user experienced fluctuating blood glucose including a prolonged hyperglycemic episode attributed to a leaking infusion site followed by prolonged hypoglycemia while using the ilet system with cgm connectivity issues; the user changed the infusion site and later paired a new sensor. Symptoms included hyperglycemia up to 450 mg/dl and hypoglycemia down to 40 mg/dl without loss of consciousness or other acute sequelae. Outcomes included self-management at home without backup therapy, ketone testing, or professional medical intervention. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed an unclear cause for both hyperglycemia and hypoglycemia, with potential contribution from infusion site failure and intermittent cgm signal variability. It was concluded that the cause of the hypoglycemia was unclear and that no device alerts or alarms were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.